Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported that the 9900 system had no image displayed. No pt injury was reported.